Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's mother that her daughter had nausea, vomiting, abdominal pain and difficulty in breathing. Further, her blood glucose level was 618 mg/dl which they tried to treat with the bolus. On (B)(6) 2019, the infusion was changed. Subsequently, on (B)(6) 2019 at 5:00 am, the patient was admitted to the hospital due to raised blood glucose levels of 618 mg/dl. During hospitalization, she had received insulin drip as corrective treatment. It was stated that when she removed the set, it was found to be bent. Furthermore, it was mentioned that she was going to insert a new set into the body. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.